Event description:
It was reported that fluid remained in a folfusor sv2.5 after the expected infusion time. This was observed while disconnecting the device from the patient. The reporter state that the device was infusing and unreported chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.